Manufacturer narrative:
(B)(4).

Event description:
(B)(4): information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction. It was reported the patient was checking their implantable neurostimulator (ins) and saw a power on reset (por) message. The patient indicated there was electromagnetic interference (emi) related to the event, noting having a gradual symptom return since having a procedure in (B)(6) 2015. See manufacturing number #3004209178-2016-00670. The patient completely emptied bladder but would have the urge to go. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, a supplemental report will be sent. Omitted related event (B)(4) ins protrudes,revision.